Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported that the alarm was resolved by an infusion set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised to monitor. The customer is not connected to the pump and she feels that the device is not giving her the bolus.